Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 5.1 and 2.1 experienced a read and write error. A field service engineer (fse) ran the hardware test application (hta) but was unable to find the issue. The fse reseated the row board cables on both drawers, which resolved the issue, but one pocket kept popping up to return to the pharmacy. The fse had the customer replace the pocket, tested the drawers again in the hta and verified that the customer inventoried and reloaded the medications to ensure performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 b1 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.